Manufacturer narrative:
Concomitant medical product: product ID: 97755, lot/ serial#: (B)(4), product type: recharger. Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was the patient had the stimulator moved about a year ago because the stimulator was rubbing through the their skin. They stated they have had a lump at the implant site ever since the revision. They stated they had a 'skin doctor' look at the lump who directed the patient to speak with the stimulator doctor about it instead. They stated the stimulator feels a bit tilted but that could be related to them placing more fat/tissue over the stimulator to avoid the stimulator rubbing through the patient's skin again. They reported charging issues. They stated the issues began maybe a year ago and has gotten worse over the last 6 months. They explained the recharger seemed to not charge the stimulator, would charge "less and less and less" (not progressing/progress is slow). They described seeing messages telling them to reposition the antenna. They mentioned they would experience "burning" inside the body above the implant site. They stated the burning began a couple weeks ago, probably in april. They mentioned this morning the stimulator was at 30% but now the stimulator battery was depleted. During the call, the patient attempted to start a charge session. They encountered 'no device found' then initiated passive recharge mode (prm). They confirmed seeing 100s within prm, then the numbers depleted to 21/22 when the recharger was positioned into the air. The issue was not resolved. An email was sent to the repair de partment to replace the device. Agent emailed repair for recharger replacement. Agent advised them to discuss implant site concerns with hcp.